Manufacturer narrative:
Siemens filed the initial MDR on june 1, 2012. Update: 9/5/2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is currently investigating this problem.

Event description:
The system sample barcode reader on the advia centaur xp analyzer misread one patient sample. The patient sample ID that was transmitted to the laboratory information system (lis) differed from the sample ID on the sample tube. The system reader read the sample sid incorrectly as (B)(6). When the sample was re-run, the system reader read the sid as (B)(6), which was correct. The operator reloaded the sample rack on the system and the system read the correct sid sample as (B)(6). The sid misread was caught before anything was run or reported, therefore no patient results were affected. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcode.